Event description:
Customer reported an inform system pt blood glucose result of 476 mg/dl, pt was symptomatic of hypoglycemia. A lab result of 32 mg/dl was received within 10 mins. No adverse event reported, pt given orange juice and lunch. A request was made for the return of the system, replacement was sent.